Event description:
It was reported that the customer experienced issues with filling the tubing. The customer stated that the insulin pump froze on her. The customer's blood glucose was 186 mg/dl. The customer also stated that she had been experiencing high blood glucose. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.